Manufacturer narrative:
The customer¿s complaint that a syringe module was not recognizing a bd 60ml syringe was confirmed and replicated during the investigation. The customer¿s report that the gripper control knob did not return to the closed position was also confirmed and replicated. During testing of the customer¿s returned device the gripper control was found to be not returning to the closed position. This issue also prevented the syringe module from recognizing syringes due to the gripper control knob not being in the closed position. When the gripper control knob was manually turned to the closed position the returned syringe module successfully recognized bd syringes ranging from as small as a bd 3ml syringe to a bd 60ml syringe. The plunger position accuracy task within asm v10.33 was also performed, however the verification task was halted due to the gripper control knob not fully closing. The gripper control knob was manually turned to the closed position and the verification task completed successfully with no issues noted. Previous investigations have shown that bending the end of the torsion spring to reduce the spring play, and increase the return force, can correct the gripper control issue. This issue was escalated to bd mechanical engineering for further investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that syringe module was not recognizing the 60 ml bd syringe installed. The device that came down from the clinical units where the syringes were not recognizing syringes when installed. There was no patient involvement, occurred during set up. It was reported per biomed that only tested bd 60ml syringes. There was no report of patient involvement the module was taken to biomed for testing, biomed attempted to calibrate the device however they were unable to have the syringe recognize the fixture. It was reported "when installing the fixture and releasing the knob to close the claw, the claw would completely close around the fixture, the knob does not return to the closed position completely, if it is closed manually the devices will recognize the syringe fixture."